Event description:
There was an allegation of questionable ca2 results on a cobas 8000 c 502 module. The initial result was 6.1 mg/dl. The result was reported outside of the laboratory. The low result was questioned and the sample was repeated. The repeated result was 9.5 mg/dl. The repeated result was performed on another c 502 module. The repeated result was believed to be correct. The reagent lot number is 596990. The expiration date was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative found an issue with the gear pump head. He replaced the gear pump head and the sample probe. The customer performed calibration and qc and the results were within specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.